Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the electronics. Unable to verify low battery life due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corners, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. Cracks and chipping to the battery compartment were also reported. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.